Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. One device was returned for investigation. The device received was very dirty, had nicks out of front cover, corroded quick connect, water tank has tape on it with arrow pointing to leak, pole clamp missing cap that holds line cord, some discoloration of paint on enclosure next to water tank, discolored line cord, and the printed circuit board (pcb) has broken standoff behind the liquid crystal display (lcd). Functional testing was performed and water started to leak out the side of the water tank cover. The reported complaint has been confirmed. The probable cause would be a large crack on the side of the water tank cover. The water tank cover was replaced to fix the reported problem. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the fluid warmer was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.